Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced hyperglycemia. The customer's blood glucose level was 407 mg/dl at the time of the incident. It was reported that based on sensor issues customer would not have been in auto mode. The customer¿s other blood glucose was 242 mg/dl. The customer was assisted with troubleshooting. The customer reported a sensor updating value not available status or alert. The customer reported that they did not receive a calibration not accepted alert. The customer experienced behavior for more than 3 hours. The customer was using insulin pump system within 48 hours of reported high blood glucose event. The customer reported that they have a back-up plan available. The customer does not allege that the insulin pump was under delivering. The auto mode feature was not active and was not automatically adjusting insulin at time of high blood glucose event. The customer¿s blood glucose levels were chased down by blousing, and decreased to 258 mg/dl as per last meter check. The device will not be returned for analysis.